Event description:
This pi is for ongoing issues after prior intervention (implantation of spinal stimulator). As reported via medwatch mw5154366: diagnosed with severe arthritis in left knee and had a total knee replacement in 2020. Two years since the revision surgery I continue to have swelling and pain, with some residual instability that is causing other soft tissue inflammation in my leg. I have been forced to use an external knee brace to address the instability and have had a spinal stimulator implanted to assist with the pain. I recently received another specialist diagnosis in 2024 indicating that I have flexion and extension mismatch that is due to over-resection of the posterior femur in the first surgery. It is my understanding that the stryker implant when used with the mako navigation system does not allow over-resection of bone to occur and wanted to make you aware of the possible defect in the system.

Manufacturer narrative:
Reported event: an event regarding rom involving an unknown knee was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device remained implanted. -clinician review: a review with a clinical consultant indicated "confirmation of event: I can confirm that the patient had both the primary implant and the revision procedure since I was able to review the operation reports. Root cause analysis: the root cause of this event cannot be determined with certainty although there is a likely cause. Causes of early instability of a total knee arthroplasty absent trauma are multifactorial including surgical technique, especially in the way the knee is aligned, positioned and restoration of proper stability in all planes. Also contributing can be patient factors including activity level and bmi as well as possibility of trauma (although there is no evidence of trauma in this case). It is my opinion that the flexion and extension gaps remained unequal with the flexion gap being larger than the extension gap resulting in the patient's instability. I would not assign any causality to the implant itself." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to pain and instability. The exact cause of the event could not be determined because insufficient information was provided. A review with a clinical consultant indicated "confirmation of event: I can confirm that the patient had both the primary implant and the revision procedure since I was able to review the operation reports. The root cause of this event cannot be determined with certainty although there is a likely cause. Causes of early instability of a total knee arthroplasty absent trauma are multifactorial including surgical technique, especially in the way the knee is aligned, positioned and restoration of proper stability in all planes. Also contributing can be patient factors including activity level and bmi as well as possibility of trauma (although there is no evidence of trauma in this case). It is my opinion that the flexion and extension gaps remained unequal with the flexion gap being larger than the extension gap resulting in the patient's instability. I would not assign any causality to the implant itself." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for ongoing issues after prior intervention (implantation of spinal stimulator). As reported via medwatch mw5154366: diagnosed with severe arthritis in left knee and had a total knee replacement in 2020. Two years since the revision surgery I continue to have swelling and pain, with some residual instability that is causing other soft tissue inflammation in my leg. I have been forced to use an external knee brace to address the instability and have had a spinal stimulator implanted to assist with the pain. I recently received another specialist diagnosis in 2024 indicating that I have flexion and extension mismatch that is due to over-resection of the posterior femur in the first surgery. It is my understanding that the stryker implant when used with the mako navigation system does not allow over-resection of bone to occur, and wanted to make you aware of the possible defect in the system.